Event description:
It was reported that we took out scorpio ts femur and scorpio ts baseplate. There was significant bone loss on femoral side.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown ts baseplate. Additional information has been requested and if received will be provided in a supplemental report. Not returned.

Manufacturer narrative:
The patient is (B)(6). An event regarding osteolysis involving an unknown scorpio ts baseplate was reported. The event was not confirmed. The investigation concluded that the exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes and the return of the devices are needed to complete the investigation. It also concluded that there is no indication the event is related to a manufacturing issue.

Event description:
It was reported that we took out scorpio ts femur and scorpio ts baseplate. There was significant bone loss on femoral side.